Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia also the customer reported a stuck button alarm and partial display. The customer reported a blood glucose value of 320 mg/dl. The customer reported hyperglycemia and did not take treatment. The event involved product(s) mmt-332a, mmt-1880, unomedical. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1880 was requested and the customer response was the device would be returned. No product return is required for unomedical.

Manufacturer narrative:
No missing segment/display anomaly noted during testing. Pump received with a flashing medtronic logo on the display. Unable to perform the displacement test, self test or verify button keypad anomaly due to flashing medtronic logo. Cut and open the pump perform visual inspection found moisture damage on pcba1/ pcba2/battery connector/motor/vibrator/force sensor. The j1 connector on pcba1 was locked properly during visual inspection, no moisture damage on keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail, pillowing keypad overlay. Missing segment/display anomaly not confirmed. Unable to confirm button keypad anomaly due to flashing medtronic logo. Flashing medtronic logo due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.